Event description:
It was reported that a patient underwent a ventral hernia repair procedure on an unknown date and straps were used to secure mesh. The patient was experiencing pain at the surgical site and was admitted twice to emergency room. Additional information was requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.